Event description:
The customer reported 5 mls of blue fluid leaked from the coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a cut in the tubing at pinch valve (pv49). The fse replaced the cut tubing and the instrument ran without leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).